Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer programmed multiple extended boluses and the bolus duration had appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, the customer understood that the requested boluses were not continuing and the pump had delivered the accurate dosage during the requested time frame. There was no impact to the customer's blood glucose level.